Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "error 322" was not reproduced. A review of the event history log revealed "ec322 (link switch error)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined; however the lower auxiliary was replaced per service procedures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.